Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that when he pressed the "act" button, it either stayed pressed or did not respond. The customer's blood glucose level was 131 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump may have been exposed to moisture damage in the form of water or sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched case.